Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and bone fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
"D10: 204-04-33 - trapezoid tibial tray sz 3f/3t; 204-32-01 - fluted stem extension 11l x 12 mm; 208-23-15 - cc tibial insert sz 3, 15mm; 210-01-03 - nmc femoral sz 3." Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01534. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 116 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, right knee pain and swelling, prominent osteolysis involving the right tibia, femur, and patella, cortical dehiscence, pathologic fracture of the medial femoral condyle, synovial proliferation throughout the right knee joint, post-revision surgical pain, and permanent right knee impairment. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and bone fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.